Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was due to activity level and changing the intensity. They turned down the intensity. The issue was resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are feeling the stimulation since today and pt does not want to feel the stimulation. Patient stated they are on group a and is feeling stimulation. Patient stated they are on group a, p1 at 6.5v. Patient stated they are supposed to be on group a, but not feeling the stimulation. Agent reviewed how to turn therapy off. Agent reviewed decreasing stimulation on all the programs. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. Agent reviewed agent does not have her settings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.